Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the coil protruded from the catheter tip. The non-stenosed target area lesion area was located in a moderately tortuous and mesenteric artery. A 10mm x 20cm idc embolic coil was selected for a stent graft coil embolization. An intermittent flushing by manual injection setup was performed before inserting the coil. During the procedure, the coil became stuck inside the distal part of the catheter and the coil was pulled out. However, the coil protruded from the catheter's tip during removal. The procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.